Event description:
Rptr started having unexplained fatigue. She then started having joint swelling and knee problems. Rptr had knee surgery and dr couldn't find anything wrong with knee. Rptr is still having knee, hip and back problems. Her breasts hurt all the time and breasts are now deformed, nipples turned down and changing shape. She has lots of stomach problems: ulcer, hiatal hernia, etc. Rptr is having the implants removed 2/24/94.